Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes dashes (---) for parameters and the device was in vvi mode. Due to battery voltage of 2.35, the physician elected to replace the device.